Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod, upon removal of the pod the infusion site was red and swollen. The patient was diagnosed with cellulitis and prescribed antibiotics by a medical professional.